Event description:
During an atrial fibrillation procedure, an air embolism occurred. It was observed that the saline bag was almost empty. During the bag exchange, a mix-up occurred. Both the advisor hd grid x mapping catheter and the tactiflex ablation catheter were connected. While performing the flush, the disconnected catheter was the mapping catheter which pushed microbubbles into the patient causing a right bundle branch block. The patient was transferred emergently to the hemodynamics lab and underwent a procedure to treat the heart block. Upon arrival into the lab, the patient's rhythm was stable and no additional complications were reported. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, it was reported that the catheter was flushed into the patient. The cool point tubing set instructions for use (IFU) states, "do not prime the devices inside the patient. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the reported complaint is consistent with the failure to follow the instructions for use.